Manufacturer narrative:
The apollo catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00447, 2029214-2019-00448. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo catheter was noted to have ruptured and onyx was leaking. The apollo and onyx 18 were reported to have been prepared and used per instructions for use (IFU). During injection, it was noticed that onyx material was coming out 3-4cm below catheter tip. Therefore, the case was stopped. The catheter was successfully removed in tack. The rupture was in the middle of the catheter. A new catheter was inserted, and the embolization was continued and finished successfully. The anatomy was reported to have been moderate in tortuosity. There were no reports of patient injury in association with this event.